Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that two days ago they were in the hospital due to a heart attack. On (B)(6) 2018 they received a button error alarm. He did have his insulin pump on his side when taken to get an x-ray. The insulin pump alarmed battery out limit and had difficulty clearing the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was received with intermittent act button response due to corroded keypad traces. Keypad connector was fully locked. No button error alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.